Event description:
It was reported that an unexpected reset occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. There was no adverse impact to the customer¿s blood glucose level but knew it was between 54 - 500mg/dl. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.